Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked near the connection area of the outlet tube after 3 days of placement and the damage was not found visually. There was no problem with the customer usage. Per photo sample, a blue object was found inside at the tip of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked near the connection area of the outlet tube after 3 days of placement and the damage was not found visually. There was no problem with the customer usage. Per photo sample, a blue object was found inside at the tip of the catheter.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. One sample was confirmed to exhibit the reported failure. The device had not met specifications. The product had caused the reported failure. Visual evaluation of the attached photo sample noted one opened (without original packaging), two-way silicone foley catheter with drainage bag attached. Visual inspection of the sample noted blue foreign material located at the tip of the catheter. This is out of specification per inspection procedure which states, "product /assembly must be free from visible loose or embedded foreign matter larger than an aggregate total of 0.6mm² or 1/16" in length (maximum 3 particles per side or surface)." A potential root cause for this failure could be environmental, alcohol, operation error. The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review was not performed because labeling could not have prevented the reported failure. The actual/suspected device was inspected.

Event description:
It was reported that the urine leaked near connection area of the outlet tube after 3 days of placement and the damage was not found visually. There was no problem with the customer usage. Per photo sample, a blue object was found inside at the tip of catheter.